Event description:
A biopsy was performed on (B)(6) 2023 which was positive for staphylococcus epidermidis. The infection resolved on 27jun2023, but the patient would continue taking daptomycin until (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU lists potential adverse events, including infection (local, driveline, pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection. A computed tomography of the lumbar spine showed findings at l4/l5 concerning for discitis and osteomyelitis. The patient was started on vancomycin and admitted to the hospital. Orthopedics and transplant infectious disease (ID) were consulted. On (B)(6) 2023, blood cultures were positive for staphylococcus epidermidis. An interventional radiology (ir) biopsy of l4-l5 and repeat cultures were recommended by orthopedics. On (B)(6) 2023, blood cultures were negative. Vancomycin was continued until the final biopsy results. A transesophageal echocardiogram (tee) was performed on (B)(6) 2023 with no evidence of infective endocarditis. A biopsy was scheduled for on (B)(6) 2023. The patient was stable.